Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon burst while being inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0402 captures the reportable event of balloon burst.